Event description:
It was reported via the sales rep that the bur product subject to this MDR broke during a surgery. Pt injury was not reported.

Manufacturer narrative:
Product part number info has not been supplied. Product has not been returned for evaluation as yet.